Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2022. During the procedure, the suture would not load properly. When it was fired, the dart detached from the suture and was lost, potentially inside the patient's body. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).